Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Ipg top setscrew was upside down in the block connector, the bottom setscrew was out of the block connector and under the septum. The ipg passes the auto test and the pull test. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system which consisted of two percutaneous leads and an ipg on (B)(6) 2008. It was reported that during a procedure to reposition the leads that had migrated (see MFR report # 1627487-2010-01005), the physician was unable to secure the lead into the ipg header. The ipg was explanted and replaced on (B)(6) 2008. The explanted ipg was returned to nmd for evaluation. No additional information is available.